Manufacturer narrative:
The device was not returned for evaluation. Images were provided to the manufacturer for review. The lot number for the device was provided. The device history records are currently under review. The investigation is currently underway. The catalog number identified has not been cleared in the u.s. But, it is similar to the lifestent xl vascular stent products that are cleared in the us. The 510 k number and pro code for the lifestent xl vascular stent products are identified. (Expiry date: 04/2021). The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during femoral endarterectomy via homolateral approach, the stent allegedly twisted during deployment. It was further reported that post-dilatation was performed and that occlusion recurred. Reportedly, the patient expired due to ischemia.

Event description:
It was reported that during femoral endarterectomy via homolateral approach, the stent allegedly twisted during deployment. It was further reported that post-dilatation was performed and that occlusion recurred. Reportedly, the patient expired due to ischemia.

Manufacturer narrative:
Manufacturing review: review of manufacturing records was not performed as no additional complaint has been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. Investigation summary: based on the investigation of the provided images it could be confirmed that the stent was twisted. The single stent struts were not visible on the provided images, but the visible deformation of the stent like an hourglass indicated strut accumulation in the center section of the stent and led to the conclusion that the stent was twisted. Based on the photo provided, it could be confirmed that the stent was twisted. The twisting of this kind of stent is caused by interactions of various use related and anatomical factors with the given stent design. Based on the information available, a definite root cause could not be identified. Labeling review: in reviewing the applicable labeling for this product, it was found that the instructions for use (IFU) sufficiently address this potential risk. The IFU closely describe the stent placement by stating: 'confirm that the introducer sheath is secure and will not move during deployment. To ensure the most accurate placement, firmly hold the black system stability sheath throughout deployment. Do not hold the silver stent delivery sheath at any time during deployment. Do not constrict the stent delivery sheath during stent deployment. Initiate stent deployment by rotating the thumbwheel in the direction of the arrows while holding the handle in a fixed position. While maintaining a fixed handle position, rotate thumbwheel to obtain initial stent wall apposition of 1cm minimum. With distal end of the stent apposing the vessel wall, deployment continues with the following method: while maintaining a fixed handle position, place your finger in front of the deployment slide and slide it from the distal to proximal end.' The IFU further states: 'predilation of the lesion should be performed using standard techniques.' The catalog number identified has not been cleared in the u.s. But, it is similar to the lifestent xl vascular stent products that are cleared in the us. The 510 k number and pro code for the lifestent xl vascular stent products are identified. Expiry date: 04/2021.